Event description:
This follow-up MDR is created to document the additional event information received for record #611208. According to the available information the penile implant was implanted on 11/08/2019, revised and pump replaced on(B)(6)2020 due to broken tubing. The physician did not want to replace everything, so just the pump was replaced. Additional information received indicated that this gentleman was very rough on his implant. The explanted pump was replaced with touch pump in hopes that it is more durable and easier to deflate for the patient. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA.  Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, device had broken tubing and was replaced with a titan touch pump. The physician didn't want to replace everything, so just pump. Revised and replaced pump. Patient was very rough on his implant. Replaced with touch pump in hopes it¿s more durable and easier for deflate for patient. Device to be returned.